Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 506 mg/dl. Customer stated that she changed the site twice and filled the reservoir twice. Customer stated that she treated with the pump. Customer stated that the alarm occurred during manual prime. Customer stated that the no delivery alarm is recurring. Customer stated that the issue has not been resolved. Troubleshooting was performed and customer stated that the insulin did exit the tubing. Customer was advised that the pump was working as designed. Customer stated that she is going to give herself a shot. Customer stated that she has been on the pump for 3 weeks and still has trouble getting it right.